Event description:
It was reported that the patient started experiencing some discomfort since having a mammogram in the breast near the vns device. The nurse thought the pain was related to possible some scar tissue/adhesions. Chest x-rays were performed and they looked good per the nurse. Diagnostics were reported to be fine and patient's settings were changed. Patient underwent explant surgery to remove the generator due to pain. The explant date was not provided. Additional relevant information was not received to date.

Manufacturer narrative:
(B)(4). Initial MDR inadvertently did not provide the suspect device UDI.

Event description:
Additional information was received that the generator was explanted on (B)(6) 2016. Patient''s perception was that the device was causing her pain following mammogram. Patient was referred for generator replacement as a result but patient asked the surgeon to remove the device and not replace it. The pain is believed to be due to presence of device. The explant hospital does not return products and the explanted device has not been received to date.